Event description:
Caller reported that indicated battery charge dropped significantly in a short time, leading to an unexpected shutdown of the pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use multiple daily injections as a backup therapy.